Manufacturer narrative:
This event is part of smart-sf clinical study. Previously it was reported to FDA on july 27, 2015 that a (B)(6) female patient who underwent an afib procedure had developed mild right pleural effusion less than 7 day post procedure. The patient required medication, continuous oxygen, and empiric antibiotics. The issue was resolved without sequelae. The principal investigator assessed this event as not device related but possibly procedure related. New information was received on august 4, 2015 indicating that the patient also suffered diastolic heart failure with fluid overload which required medication less than 7 day post procedure. The issue was resolved without sequelae. The patient had a medical history of coronary artery disease, hypertension, atrial flutter and type ii diabetes. The principal investigator assessed this event as not device related but possibly procedure related.

Event description:
During a clinical trial sponsored by bwi, the smart touch bidirectional sf catheter was used. Post procedure an anticipated mild right pleural effusion occurred. The patient was given medication, continuous oxygen and empiric antibiotics. The patient did not require extended hospitalization. The physician¿s opinion regarding the cause of this adverse event is that it was only possibly procedure related.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under (B)(4). (B)(6). Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
New information was received on (B)(6) 2015 that this patient experienced aspiration pneumonia less than 7 days post-procedure which was required extended hospitalization and medical intervention. The patient was recovered without sequelae. The principal investigator assessed this event as not device related but possibly procedure related on (B)(6) 2015.

Manufacturer narrative:
New information was received on 12/17/2015 that this patient experienced aspiration pneumonia less than 7 days post-procedure did not required extended hospitalization or medical intervention.

Manufacturer narrative:
New information was received on 09/25/2015 indicating that the event date was (B)(6) 2015 and the patient required extended hospitalization.